Manufacturer narrative:
. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The anchor was found deployed and the clear stop marker was visible from the carrier tube tip. The sheath was found cut into from the tip to approximately the middle point of the body. Functional testing could not be performed based on the condition the sample was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the correct insertion of the angio-seal arteriotomy locator into the sheath with a proper click. Seat of the dilator checked. Sheath and dilator inserted over the horizontal wire without any problems. Attachment of the carrier system without any problems. Retracted until the carrier system engages. Slow retraction of the entire system. No resistance felt on the inner wall of the vessel. The system can be pulled out completely without an anchor or collagen being visible. The puncture site is manually depressurized (manual depression). All steps were carried out properly by a very experienced user. Outside the patient, the sheath was cut open lengthwise and the anchor and collagen were found underneath. The patient had no adverse effects. There was no patient harm. The procedure performed was a percutaneous transluminal angioplasty (pta). Hemostasis was achieved by hand press. A 6fr procedural sheath was used prior to the angio-seal device. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. There was no resistance with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. The patient was stable. There were no other devices or equipment used with the reported product.